Event description:
A medtronic representative reported that the touch n go was not accurate when checking for accuracy in a cranial surgery. The surgery proceeded with pointmerge with no impact on the patient outcome.

Manufacturer narrative:
The device has not been returned to the manufacturer.